Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient reported that her blood glucose (bg) levels reached 18.7 mmol/l (337 mg/dl) while wearing the pod between 24 and 36 hours on the hip/buttocks. In addition, the patient was able to smell insulin on her skin. When the pod was removed, it was reported that the cannula was "angled to the right side". Patient mentioned that there was bruising observed at the site of the pod. To treat the patient's elevated bg levels, a new pod was applied and a correction bolus was delivered.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia. A root cause could not be determined for the reported bleeding/bruising.